Manufacturer narrative:
This report is submitted on october 17, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue did not resolve; subsequently the device was explanted (B)(6) 2014 (specific date not reported). The patient was re-implanted with a new device (B)(6) 2016.